Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that their adc device battery is fast draining and as a result, the customer was unable to test. The customer became hypoglycemic and experienced a seizure and received an unspecified medical treatment, however, no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre reader and kit pack DHR for verification of correct cable and adapter were reviewed and the dhrs showed the fs libre reader passed all tests prior to release and DHR¿s verified that the correct cable and adapter were part of the kit pack. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that their adc device battery is fast draining and as a result, the customer was unable to test. The customer became hypoglycemic and experienced a seizure and received an unspecified medical treatment, however, no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visual inspection has been performed on the returned reader and reader was observed to be damaged due to use related issue. Visually inspected the returned usb charger and usb cable and no damage was observed. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that their adc device battery is fast draining and as a result, the customer was unable to test. The customer became hypoglycemic and experienced a seizure and received an unspecified medical treatment, however, no further information was provided. There was no report of death or permanent injury associated with this event.